Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had high out of range pacing impedance greater than 2500 ohms in all vectors using the tip electrode. It was noted that the capture and sensing was good. All vectors were tested with ring impedance, where the impedance was 1000 ohms but threshold was high. Plan was to keep the lead programmed tip to rv and monitor. The device remains in-service. No adverse patient effects were reported.